Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that that eight days post-operatively, the patient experienced anxiety and shortness of breath when a new clot was noted in the aortic root which had not been present on an echocardiogram on (B)(6) 2017.  In addition, the powers appeared to be trending up on the trends screen of the ventricular assist device (vad) monitor.  Log files were sent in for analysis which did note a slight increase in power consumption of 0.3 watts (w) but they did remain within normal limits for the current speed.  The patient's lactate dehydrogenase (ldh) was 479 units per liter (u/l) with no baseline for comparison.  No hematuria was noted.  The patient was therapeutic on intravenous (IV) heparin with partial thromboplastin time (ptt) in the 60's.  The patient is also on 325 milligrams (mg) of aspirin daily.  The patient was switched over to bivalirudin for medical management.  On (B)(6) 2017, the patient's power were down slightly and their ldh was 360.  An echocardiogram performed showed the septal wall slightly bowing into the right ventricle.  The pump speed was titrated up from 2700 revolutions per minute (rpm) to 2840 rpm with improvement in septal positioning.  The patient's end organ function was stable and the patient was exhibiting no signs or symptoms of heart failure.  The patient remains admitted for close monitoring.  No additional information is available.

Manufacturer narrative:
The pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed 1 high watt alarm logged on (B)(6) 2017 and an increasing trend in power consumption starting on (B)(6) 2017 to parameters outside normal operating range on (B)(6) 2017. 5 low flow alarms were logged since (B)(6) 2017. Of note, it was reported that a clot was noted on the aortic root and patient was on intravenous heparin. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. The low flow alarms may be attributed to thrombus at the inflow cannula; it is likely that the thrombus got ingested into the pump further leading to an increase in power. If information is provided in the future, a supplemental report will be issued.